Manufacturer narrative:
One opened phaco tip, with only one part of the broken tip, in a plastic tray was returned. The sample was visually inspected and found to be nonconforming, phaco tip was broken at the cone to transition area with no cannula tip end half returned, breakage was slightly jagged. Uneven wall thickness observed. Walls were observed to be thin with a crack on the one side of the cone area. Wear observed on threads, back of flange, and nut corners consistent with threading on handpiece. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the phaco tip is broken. The reason for breakage is due to an uneven wall thickness creating a weak region at the thinner section. The uneven wall thickness is a manufacturing issue created at the machining process for the phaco tips. All phaco tips are 100% visually inspected by trained operators using 30x magnification throughout the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that ultrasound tip was broken in two pieces during cataract surgery. The surgery was completed after replacing the product. There was no patient harm.